Event description:
It was reported that the device exhibited <200 ohms lead impedance. Historical data showed that the lead impedance was about 294 ohms in january 2006 and <200 ohms in march 2006. The bipolar atrial capture had increased from 0.75 v in january 2006 to the current 2.25 v. The device was programmed to a higher output and the physician opted to leave it implanted and increase follow-ups.